Event description:
A report was received that the patient is in the hospital due to drainage from the ipg and midline incision site. The physician believes the patient might have an infection seeping into the spinal cord. The patient's precision system was explanted and a pick line was inserted for antibiotics.